Event description:
The manufacturer received information alleging an issue related to CPAP device's sound abatement foam. The patient alleged cotton mouth and difficulty breathing/ short of breath. There was no allegation of serious or permanent harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously receiving information alleging an issue related to a CPAP device's sound abanment foam. The manufacturer received additional information that patient also alleged congesion, short of breath and filters dirty. The medical intervention was not specified. Section g3,h2, h6 are updated in this report.